Manufacturer narrative:
At this time, the product remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this right atrial (ra) lead triggered a lead safety switch (lss) alert. Boston scientific technical services (ts) suggested testing the lead in bipolar further information is known. No adverse patient effects were reported.